Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was timing off sooner than expected. Additionally, it was reported that the pump touch screen was unresponsive, the pump battery takes longer to charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.